Manufacturer narrative:
Corrected information: the g3 (date received by manufacturer) in mwr-05052026-0002093041 follow-up #1 was incorrectly reported. The correct g3 should be 05/06/2026, which makes the submission due date to be 06/05/2026.

Manufacturer narrative:
Ppae ( hypovolaemia/cardiac tamponade/major bleed/arrhythmia/thrombosis) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male patient was admitted for non-st segment elevation mi and was deemed to be a candidate for elective coronary artery bypass surgery to be supported by impella 5.5. Post operatively, the patient had to return to the or twice for cardiac tamponade and underwent removal of clot and chest washout. He was given blood products and volume post operatively but otherwise, recovered well from his surgery and impella support.

Manufacturer narrative:
This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
D4: corrected UDI.